Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged, discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 3.6. Date: (B) (6) 2010; lab: 3.6.